Event description:
A surgeon reported experiencing "dropped duclei" in some patient's when using the system during cataract surgery. Additional information has been requested.

Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B)(4).